Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a break in the midshaft 5mm proximal to the port. There was also a tear in the midshaft 8mm proximal to the break site, with the corewire exposed. There was a tear in the lumen 18mm distal to the port. There were also kinks along the entire length of the lumen, midshaft and hypotube shaft. This type of damage is consistent with excessive tensile force having been applied to the shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x20mm promus element stent was advanced to the lesion; however during advancement of the device it was noted that the unspecified guide wire became 'looped'. The promus element device was removed from the patient and it was noted that "initial part of the balloon catheter together with the stent was torn away". Everything was removed from the patient and the procedure was ended. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x20mm promus element stent was advanced to the lesion; however during advancement of the device it was noted that the unspecified guide wire became "looped". The promus element device was removed from the patient and it was noted that "initial part of the balloon catheter together with the stent was torn away". Everything was removed from the patient and the procedure was ended. Additional information has been requested and is not available. This product is only (B)(4) approved but it is similar to an approved us device.